Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 17-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid 10 mg/ml for a total dose of 5.178 mg/day, fentanyl 1540.1 mg/ml for a total dose of 797.5 mcg/day, and bupivacaine 13.1 mg/ml for a total dose of 6.783 mg/day via an implantable pump. It was reported the pump pocket was not healing well. Cultures were taken with no growth so surgical intervention was performed where the hcp just revised the pocket today ((B)(6) 2020). The hcp disconnected the catheter was unable to get any free flow or to clear the catheter. The patient was very happy with their pain relief. The hcp started the weaning process and plans to revise the catheter for this patient. It was noted that they plan to do a catheter dye study (cds) on an unknown date (maybe two weeks) and perform surgery to revise the catheter. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history was unknown (asked and will not be made available). The event date was (B)(6) 2020. No further complications were reported.

Event description:
Additional information received from a manufacturer representative (rep) reported the catheter dye study had not yet been scheduled. It was noted that the catheter revision has not yet been scheduled. It was noted the catheter would be returned for analysis if the catheter is explanted. The status of the catheter was unknown at this time. It was noted that the physician/account had no further information. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.